Manufacturer narrative:
Unable to determine if there was a device malfunction based on information provided. The device was not explanted. Serial number not provided for history review. The IFU states that tissue responses, which may include erosion may result as a potential adverse reaction and that the patient should contact the physician. Observed occurrence rate for erosion is consistent with ams risk management documentation.

Event description:
Patient was implanted with perigee on (B) (6) 2008. Patient claims that as a result of the implantation, she has suffered serious bodily injuries, pain, erosion of her internal bodily tissue. No further information was provided.